Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon initial investigation the monitor was unable to power on. Further troubleshooting was unable to reproduce the power-up failure. The cause for the failure was isolated to the computer/analog (c/a) board. Due to the intermittent nature of the failure, further troubleshooting was unable to determine root cause. The monitor c/a board was replaced. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.